Event description:
During routine angiography, the jr4 catheter was passed over the wire in order to visualize the right coronary artery. The tip of the catheter broke off and vanished into normal circulation. Pt was flouoroscoped to locate tip. The tip was found in the left internal iliac artery. Based on the location of the tip, physician discussed with pt and family and it was deceidd that it would not be removed.